Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D5 operator of device is patient/consumer. E4 initial reporter also sent report to the FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that sticky connector has produced the patient to change the 9mm connector more often than usual. Also the patient refers difficulties to connect the disposable due to the big size of his fingers and small space to hold it. No patient injury was reported.